Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious - even though there was no reintervention the final mitral regurgitation reduction was impacted by the event. It should be noted, the device was implanted in a patient with functional mitral regurgitation. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both functional and degenerative mitral regurgitation in the region where the procedure was performed. Therefore, the implant will not be considered off-label in this case. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from italy, edwards received notification of a pascal precision ace procedure in mitral position where there was a chordae damaged. The first p10 device was placed centrally achieving an acceptable reduction in mitral regurgitation (mr), however, a second device was needed. During the optimization of the position of the second device, a chordae rupture occurred close to the medial commissure resulting in severe mr. The area was dense of chordae with difficulties in device maneuvering and leaflet capture. Despite this, the second device was placed safely but the reduction in mr was only acceptable as the grade was moderate-severe. The patient was stable and will be monitored in ICU. There are no other procedures planned. The root cause of the event is chordae density.

Manufacturer narrative:
Information added/updated to section b4, e1, g3, g6, h2, and h6 (type of investigation, investigation findings, and investigations conclusions) e1 (telephone number): (B)(6). The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The device was not returned for evaluation as it remained implanted. The complaint for chordae damaged in attempt to capture leaflet was confirmed with empirical evidence based on the information provided by edwards clinical specialist (cs). Available information suggests that patients conditions likely contributed to the event. Per the information provided, high chordae density was present outside the central area leading to difficulties in device maneuvering and leaflet capture. The information indicates that the root cause of device failure was primarily due to patient conditions. These conditions could be preexisting conditions or patient interaction occurring during device use or after device implant. Based on extensive complaint investigations, these events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal/precision IFU and training materials provide adequate instructions on device usage and optimization prior to release.